Event description:
A surgeon reported that the flap was cut thinner than 130 microns. The flap was completed but was not lifted. The ablation treatment was cancelled due to the flap being thinner than adjusted. The surgeon also mentioned the presence of an opaque bubble layer and indicated treatment was very "bubbly". A postoperative visit 3 days after the event confirmed that the patient had not experienced any consequences. The surgeon indicated a prk surgery would be considered in the future. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).